Event description:
Account reported they were getting discrpant results for hcg, psa, troponin t and tsh assays. The incorrect results were not used to guide therapy. The field service representative found the heather tube was occluded and repaired the instrument by cleaning the tube.